Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/26/2018 to present date 09/29/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that error 800.8000 occurred on a device. There was no reported patient involvement.